Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
No additional information.

Event description:
Treating healthcare professional (hcp) reported that patient injected in nasolabial folds and golgo lines. With juvéderm vista voluma xc and experienced that "in the diagonal sulcus extending from the inner corner of the eye to the cheek became uneven, the shape of the nose changed.", blood flow disorder (arterial embolism). The internal bleeding became thicker, the affected area became bulged, and white comedo appeared." Comedo and erythema caused by blood flow disorder occur frequently along the artery from the root of the left nose to the left nasolabial fold, pain. Treatment included hyaluronic acid dissolving, hyaluronidase, infusion (prostandin 20 2v + saline 100ml, cefmetazole 1g + saline 50ml) cinal, methycobal , topical medication prostandin ointment, spirazone, loratadine, prednisone, famotidine . Diagnosed with high possibility of bacterial infection with staphylococcus aureus, prescribed topical staphylococcus aureus medication and antibiotics. The nasal cavity on the side where the hyaluronic acid was injected narrowed, making it difficult to breathe through the nose. Typical arterial embolism resulting from injection into the dangerous area. Necr. Sis would have spread over a wide area, and it was considered to heal with a skin graft or with a disfiguring appearance. Symptom information not provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.